Event description:
On 1/8/92 a peg procedure (percutaneous endoscopic gastrostomy) was performed on the patient. The foley catheter and a wilson-cook kit without foley catheter were used in the procedure. An inflated balloon was visualized. The catheter was irrigated without problem. On 1/11/92 leaking was noted arround catheter site. 1/12/92 patient became restless, catheter removed and broken balloon was noted. Patient expired 1/12/92device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, modification of device - by user, none or unknown, balloon. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.